Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following: both units were found to be leaking at the filter.

Event description:
Material # mz9270. Batch # 24069402. It was reported by customer that both units were found to be leaking at the filter. Verbatim: rcc received complaint via email. Both units were found to be leaking at the filter.

Manufacturer narrative:
The customer reported filter leakage and returned two used sample of material mz9270, lot 24069402. Upon initial visual examination, the sets had no defects or abnormalities. The sets were then infused with water from a bd syringe, and the complaint of leakage from the air vent was verified. The samples were then forwarded to the supplier of the filter. The supplier was able to put the filters through a process to reset the filter to status before any medications or infusions took place, and then re-tested. After this process, the filter no longer had a leak. The potential root cause is the drugs/solutions used in the filter. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.